Event description:
It was reported that the patient was implanted with a 3389-40 lead in the right side of the brain. The hcp placed the inner clip of the stimloc in the base ring, but the jaws of the inner clip did not close firmly around the lead. The hcp removed the inner clip and found that the jaws were not closing properly. He replaced the inner clip with a new clip from the 3550s-01 accessory kit, and these jaws closed around the lead, however there appeared to be a small amount of movement once the jaws were shut. The hcp then placed the lid on the stimloc and closed the wound. The patient was scheduled for the stage 2 implant on (B)(6), however a post-operative CT scan showed that the right brain lead was 5 mm deeper than desired. The hcp believed that this was due to the stimloc malfunctioning. The patient underwent a revision surgery on (B)(6). The wound was opened over the right burr hole and the lid of the stimloc was removed. The hcp tested the inner clip and found that the jaws were mobile. A new stimloc was opened, the lead was moved cranially approximately 5 mm, and the hcp placed the inner clip in the base ring and found that the jaws would not close. He then removed the inner clip from the burr hole and attempted to close the jaws, but found that the jaws would not close securely. A new stimloc was opened and the inner clip was tested prior to being placed in the base ring and it was found to be holding securely. The inner clip was implanted and it was verified that the lead did not move. The lid was placed in the stimloc and the position was confirmed again. It was reported that there was patient injury, however the patient recovered fully.

Manufacturer narrative:
Analysis of the stimloc burr-hole model 3550s-01, serial (B)(4) found no anomaly. Analysis of the product model m924256a003, serial (B)(4) found no anomaly. Both stimloc caps were tested with the returned base and clip. Each cap was able to securely hold a known good lead in place. A load of 0.5 lbs of force was applied to the lead with it probably installed in the stimloc base. No movement was observed.

Manufacturer narrative:
(B)(4). Stimloc model m924256a003, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; stimloc cover model 35 50s-01, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.